Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Unit had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor anomaly. The customer's blood glucose was not provided at the time of the incident. No troubleshooting was provided. No further information was provided. The insulin pump will be returned for analysis.